Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation of the essure device"), device expulsion ("migration of essure device location of device: endometrial cavity"), endometrial ablation ("ablation") and bladder injury ("other injury(ies) o complication (s) please describe: cut on bladder (cystetomy)") in a 37-year-old female patient who had essure (batch no. 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts" and medical device monitoring error "endometrial ablation novasure technique performed on the day of essure insertion". The patient's past medical history included ovary removal, cyst removal, d & c, endometrial ablation, tubal ligation, endometriosis, spontaneous abortion, vaginal delivery and cesarean section. Concurrent conditions included uterine adhesions, menorrhagia since (B)(6) 2011, endometrial polyp since (B)(6) 2011, lower abdominal pain and hemorrhagic cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("chronic pelvic pain/pain/right side of pelvis"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On (B)(6) 2013, 2 years 3 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced bladder injury (seriousness criterion medically significant). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2014, underwent a pelvic surgery to alleviate the symptoms), surgery (hysterectomy,removal of device, salpingoctomy, oophorectomy) and surgery ((cystetomy)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, pelvic pain, endometrial ablation, bladder injury, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered bladder injury, device expulsion, dysmenorrhoea, dyspareunia, endometrial ablation, pelvic pain and uterine perforation to be related to essure. The reporter commented: contraception or method of birth control: condoms(preventing pregnancy). Severe pelvic pain was subsided after hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: endometrium fragments of benign proliferative end on (B)(6) 2011, surgical pathology report showed endometrium (curettage and polypectomy) fragments of benign proliferative endometrium and endometrial polyp. Insertion details: procedure: 1operative hysteroscopy. 2 excision of endometrial polyp. 3 endometrial ablation, novasure technique. 4 bilateral tubal ligation, hysteroscope essure tubal occlusion technique procedure: hysteroscopy, removal of en polyps given, en ablation- as given, essure tubal occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation of the essure device"), device expulsion ("migration of essure device location of device: endometrial cavity"), endometrial ablation ("ablation") and bladder injury ("other injury(ies) o complication (s) please describe: cut on bladder (cystectomy)") in a 37-year-old female patient who had essure (batch no. 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts" and medical device monitoring error "endometrial ablation novasure technique performed on the day of essure insertion". The patient's past medical history included ovary removal, cyst removal, d & c, endometrial ablation, tubal ligation, endometriosis, spontaneous abortion, vaginal delivery and cesarean section. Concurrent conditions included uterine adhesions, menorrhagia since (B)(6) 2011, endometrial polyp since (B)(6) 2011, lower abdominal pain and hemorrhagic cyst. On (B)(6) 2011, the patient had essure inserted. In may 2011, the patient experienced pelvic pain ("chronic pelvic pain/pain/right side of pelvis"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On (B)(6) 2013, 2 years 3 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In may 2014, the patient experienced bladder injury (seriousness criterion medically significant). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2014, underwent a pelvic surgery to alleviate the symptoms), surgery (hysterectomy,removal of device, salpingotomy, oophorectomy) and surgery ((cystectomy)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, device expulsion, endometrial ablation, bladder injury, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered bladder injury, device expulsion, dysmenorrhoea, dyspareunia, endometrial ablation, pelvic pain and uterine perforation to be related to essure. The reporter commented: contraception or method of birth control: condoms(preventing pregnancy). Severe pelvic pain was subsided after hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: endometrium fragments of benign proliferative end on (B)(6) 2011, surgical pathology report showed endometrium (curettage and polypectomy) fragments of benign proliferative endometrium and endometrial polyp. Insertion details: procedure: operative hysteroscopy. 2 excision of endometrial polyp. 3 endometrial ablation, novasure technique. 4 bilateral tubal ligation, hysteroscope essure tubal occlusion technique procedure: hysteroscopy, removal of en polyps given, en ablation- as given, essure tubal occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new event ablation was added. On (B)(6) 2018: done with fu5 - non-significant information received - coding correction performed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device/migration of device-location of device: endometrial cavity"), device expulsion ("migration of essure device location of device: endometrial cavity") and bladder injury ("other injury(ies) o complication (s) please describe: cut on bladder (cystetomy)") in a 37-year-old female patient who had essure (batch no: 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation novasure technique performed on the day of essure insertion" and device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts". The patient's past medical history included ovary removal, cyst removal, d & c, endometrial ablation, tubal ligation and endometriosis. Concurrent conditions included uterine adhesions. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia"). In may 2014, the patient experienced bladder injury (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2014, underwent a pelvic surgery to alleviate the symptoms), surgery (hysterectomy,removal of device, salpingoctomy, oophorectomy) and surgery (cystetomy)). At the time of the report, the perforation, device expulsion, bladder injury, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered bladder injury, device expulsion, dysmenorrhoea, dyspareunia and perforation to be related to essure. The reporter commented: contraception or method of birth control: condoms(preventing pregnancy). Severe pelvic pain was subsided after hysterectomy. Diagnostic results: on (B)(6) 2011, surgical pathology report showed endometrium (curettage and polypectomy) fragments of benign proliferative endometrium and endometrial polyp. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: other injury(ies) or complication (s) please describe: cut on bladder (cystectomy), dysmenorrhea (cramping), migration of essure device location of device: endometrial cavity were added. On (B)(6) 2018: medical records received. Events per mr: endometrial ablation novasure technique was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (on (B)(6) 2014, underwent a pelvic surgery to alleviate the symptoms). At the time of the report, the perforation, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and perforation to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.